Event description:
The lay user/reporter called lifescan (lfs) in 2007, alleging the one touch ultra meter was displaying a "dot" and nothing else. The medical affairs specialist spoke to the reporter two days later. The reporter stated that meter issue began approximately 2 weeks before calling. The patient takes 70/30 insulin, 18 units twice daily. She normally adjusts the insulin based on the meter result; however, she does not have a set scale that she refers to. After the reported issue, the patient experienced several hypoglycemic episodes. According to the reporter, they typically happened at night. The patient would feel short of breath, lightheaded, sweaty, and anxious. At those times, the patient self-treated with a sugary drink. She felt better within 5 minutes. The patient denied receiving medical attention following use of the meter. The issue was not resolved with troubleshooting with the cca. The meter was replaced. This complaint is reported, as the meter issue was not resolved, and the reporter alleged the patient had hypoglycemic episodes after the reported issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.